Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included thyroid disorder, bipolar disorder and underweight. Concomitant products included buspirone hydrochloride (buspar), esomeprazole, fluoxetine hydrochloride (prozac), ibuprofen and medroxyprogesterone acetate (depo provera). In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, depression, vaginal haemorrhage, back pain and migraine was resolving and the dyspareunia, abdominal pain, metrorrhagia, hormone level abnormal, headache, nausea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Patient received treatment for- pain, bleeding, psych injury. Discrepancy noted in essure insertion date:- 2008, (B)(6) 2009 and (B)(6) 2009. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received. Reporter information, concomitant drugs added. Event: migraines/headaches added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.